Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. Additional contact person from ufmw ¿ (B)(4). Due to a system limitation, the date received is inadvertently marked as 3/10/2021 for this initial emdr. The correct date is 3/9/2021.

Event description:
A medsun mandatory medwatch report was received that stated "a lot of air found between pointy end of filter and tubing. Patient's peripherally inserted central catheter (PICC) line tubing has been having issues with air bubbles for the past few days. Troubleshooting by rn transport specialist (rnts) 2 days ago and IV pump was changed. No leaks or break in line. Chamber noted to be full, rn emptied half of chamber and was able to flick all of the air bubbles up towards chamber. Consider use of different tubing if available. Part of larger air in line trend. This air seems lower than others reported and may be more associated with defective filter - this patient has also had repeated blood back up issues that are believed to be associated with a filter problem¿. The event occurred in the patient's room at the hospital. There was patient involvement and no patient harm was reported.